Event description:
Event description guidant received information that this device was part of legal notification and the pt passed away. Guidant has not specific information as to any device involvement in the pt's death.